Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Controls for k were within range prior to the event. Control recovery for other test parameters was consistently outside of range. The sample centrifugation speed may have been faster than recommended by the tube manufacturer and the centrifugation time may have been too short. The field service engineer straightened the detergent line and replaced it. The ise flowpath was decontaminated and the electrodes were replaced. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
UDI number = (B)(4).

Event description:
The initial reporter stated they ran ise controls late in the morning and controls were outside of range for all three electrolytes on the cobas 6000 c (501) module. The customer re-calibrated and then ran controls. Controls recovered within range, so they pulled patient samples to repeat testing. The reporter provided data for one patient sample with discrepant results for ise indirect k for gen.2. The sample initially resulted in a k value of 4.8 mmol/l and this value was reported outside of the laboratory. When the sample was repeated after re-calibration, it resulted in a value of 4.1 mmol/l. The repeat value was believed to be correct. The k electrode lot number and expiration date were requested, but not provided.